Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recently received information that three years ago after the recent implant of this left ventricular lead, a dislodgement occurred. A revision procedure was performed one month after the implant to reposition the lead. The lead currently remains in service at this time three years later with no additional allegations on the lead since. No adverse patient effects other than the additional procedure were reported.